Manufacturer narrative:
Results and conclusion summation - restenosis, in the IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a quality deficiency. Additionally, stenosis and hospitalization are listed in the no fault risk assessment as no fault post procedure complications. Since, the restenosis presented in the patient approximately 2 years post implant of the xience v stent, it is unknown if this effect is related to the product or process. As noted above, restenosis is a known adverse event of coronary stenting, which required hospitalization and was treated with additional pti. However, a conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2006, the patient underwent stenting of the mid left anterior descending artery (lad) and right posterior descending artery (pda) with two xience v stents. In 2008, angiogram revealed 74.03% restenosis within the distal right coronary artery (rca), overlapping the xience v stent originally placed within the right pda. This was treated with implantation of a stent from another company. There is no further or patient information available.